Event description:
It was reported that obstruction occurred. The target lesion was located in the carotid artery. A 10-24 carotid wallstent was placed to treat the lesion; however, a stenosis that seems to be a plaque shift was confirmed at the stent distal edge. Subsequently, a 6.0-22 carotid wallstent was positioned but the device failed to deploy even after several attempts. This device was removed and completed the procedure with ballooning. No patient complications were reported.